Event description:
A home pt's (hp) nurse contacted baxter's product surveillance dept to report the expiration of a hp subsequent to a peritonitis episode which resulted in sepsis and death. Reportedly, on about two weeks earlier, at some point after the initial drain and first fill of the hp's automated peritoneal dialysis (apd) therapy, moisture was noted to be on the floor around the homechoice system. Upon closer examination by the hp's spouse a "tiny pin-hole" located in the middle of the pt line tubing of the homechoice set was found to be leaking. The hp's spouse immediately ended therapy early, and setup with all new supplies to complete therapy. On the night of the following day the hp's drainage appeared cloudy and the hp expressed that they were experiencing abdominal pain. The next morning the hp presented at the dialysis clinic with cloudy effluent and abdominal pain. The hp was diagnosed with peritonitis and was treated as an out-pt. The hp and hp's spouse were advised to administer 1g fortaz and 1g cefazolin, intraperitoneally, daily until culture results were received. One day later after the hp had received their second dosage of medications home patient was taken to the hospital by their spouse as their condition had worsened. The hp was now exhibiting cloudy effluent, abdominal pain, nausea, vomiting, and confusion. The hp was admitted. During hospitalization the hp received vancomycin, diflucan, and gentamicin, according to the hp's spouse. Three days later the hp was released from the hospital as their condition had reportedly improved. The hp's spouse brought the hp home, and the hp took a nap. Per the hp's spouse, when the hp woke up hp began vomiting and had a temperature of 102 degrees (the first time hp had been febrile during this episode). The hp's spouse had the hp rushed to the hospital via ambulance. The hp expired a week later. The hp's nurse reported cause of death was identified as sepsis secondary to peritonitis. The hp's spouse reported that they did examine the homechoice set prior to use on event date and noted nothing unusual, additionally nothing unusual was noted during prime in anticipation of the hp's apd therapy. No sharp utensils were used to assist in the opening of the overpouch or carton in which the homechoice set was delivered, nor was there any damage noted to them. There are household pets (2 cats and 1 dog), however, they did not have access to the supplies prior to or during therapy. The incident occurred upon initial use of the homechoice set.